Manufacturer narrative:
The c503 analyzer serial numbers were (B)(6) (analyzer a) and (B)(6) (analyzer b).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for alkaline phosphatase acc. To ifcc gen.2 (alp2) on two cobas c 503 analytical units. The initial result from c503 analyzer a was 116 u/l. The repeat result from c503 analyzer a was 92.1 u/l. The initial result from c503 analyzer b was 215 u/l. The repeat result from c503 analyzer b was 75.5 u/l. The sample was repeated on both analyzers after re-centrifugation, and the results were 68.8 u/l and 68.5 u/l.

Manufacturer narrative:
The customer was aware of variability in alp results for patient samples with a high white blood cell count and repeated the sample. For samples with high white blood cell concentrations, high leukocyte concentration of the sample leads to an accumulation of cells close to the plasma surface. In samples with hyper-leukocytosis, the sample surface may show higher alp activity due to the presence of leukocytes, debris, and platelets. Questionable high alp results can occur if blood cells or cell debris are not properly removed in the pre-analytical sampling process. The investigation did not identify a product problem.